Event description:
It was reported that the handpiece began leaking a black rubber and a black, oily fluid that was first noticed after the customer received the item and started to clean the device. There was no patient involvement so no patient injury or treatment required. There was no user injury reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was problems with a boot missing from the sag head. The black rubber found by the customer was pieces of the missing boot. The sag head assembly and upper bearing were each replaced along with other components. Service repaired and returned the device to the customer.